Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a dlp coronary artery ostial cannula, it was reported that during avr+CABG procedure, the cannula was blocked and failed to deliver cardioplegia. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Additional information h6.4 eval code conclusion (fdc/annex d): this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection showed no outward signs of any damage. The device was removed from the peel pouch and a syringe filled with deionized water was attached and when it was engaged there was no flow observed. A portion of the tip was removed and there is evidence of a blockage. The tip was removed and the blockage appeared to be in the over-molded portion. The reason for return was confirmed. Correction b5: medtronic received information that during use of a dlp coronary artery ostial cannula, it was reported that during an avr and coronary artery bypass grafting (CABG) procedure, the first cannula was blocked and failed to deliver cardioplegia. The first device was replaced with another cannula which was also found to be defective. The second device was replaced to complete the procedure with a smaller cannula that was used to deliver the cardioplegia. Additional information b5: additional dlp coronary artery ostial cannulae were returned for analysis. During analysis one of the returned cannulae was blocked and had no flow. The remaining returned cannulae performed as a expected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.